Manufacturer narrative:
(B)(4). The sample has been received by baxter personnel and is awaiting evaluation. Once the sample has been evaluated or if additional information becomes available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump malfunction of a damaged display. There was no report of when this condition occurred. It was reported to have occurred in the biomed servicing department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged display was confirmed during product evaluation by baxter service personnel. The cause of this condition was not identified because the device was returned unrepaired.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed via the event log history review. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.